Event description:
The customer claims that "the spo2 did not alarm even below a set value". No patient harm was reported.

Event description:
The customer claims that "the spo2 did not alarm even below a set value". No patient harm was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.